Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low positive end expiratory pressure. The ventilator was investigated by our field service engineer on site. The inpsiratory/expiratory pressure transducer printed circuit board (pcb) was replaced due to it being defective. The device passed all performed tests after the replacement. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No parts were returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating low positive end expiratory pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).